Manufacturer narrative:
This device was not returned to mmdg and could not be evaluated. Because the pump could not be evaluated, mmdg was not able to confirm the complaint. This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the "pump is running when bag is empty." Mmdg did follow up with the initial reporter and they stated there was no adverse effect and no delay in therapy. (B)(4).